Manufacturer narrative:
The lens was explanted on (B)(6) 2018 due to excessive vaulting and elevated intraocular pressure. The surgeon enlarged the peripheral iridectomies using yag. The incision was enlarged and suture was required. The lens was exchanged for a shorter lens. The lens was returned dry, in lens case/vial. Visual inspection found no visible damage to the lens. There was evidence of residue and debris on the lens. (B)(4).

Manufacturer narrative:
The reporter indicated the cause of the event was unknown. The lens exchange resolved the problem. (B)(4)

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.0 diopter, in the patient's left eye (os) on (B)(6) 2018. The reporter indicated the lens will be explanted and exchanged due to being too high. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.